Event description:
It was reported that t-wave oversensing was noted on the right ventricular lead. Reprogramming was performed and the lead remains in use. It was also noted that during a hall walk test, the electrogram had missing markers. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).